Event description:
It was reported that the device was explanted due to reset anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed after review of the device's memory map. The cause of reset was due to parity errors. No resets occurred and no anomalies were found during testing. The cause of the parity errors could not be determined conclusively.